Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thyroid disorder ("trouble with thyroid") and dysmenorrhoea ("keep getting phantom type mesntrual cramps which sucks"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and thyroid disorder had resolved and the dysmenorrhoea had not resolved. The reporter considered dysmenorrhoea, pelvic pain and thyroid disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- thyroid disorder, dysmenorrhoea, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-dec-2019: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thyroid disorder ("trouble with thyroid") and dysmenorrhoea ("keep getting phantom type mesntrual cramps which sucks"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and thyroid disorder had resolved and the dysmenorrhoea had not resolved. The reporter considered dysmenorrhoea, pelvic pain and thyroid disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- thyroid disorder, dysmenorrhoea, pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.